Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the medium-large clip applier instrument involved with this complaint and completed the device evaluation. The medium-large clip applier instrument was placed and driven on an in-house system. The medium-large clip applier passed the recognition and engagement tests. The instrument moved intuitively with a full range of motion in all directions. The grips opened and closed properly. The instrument passed the clip test. The medium-large clip applier was fully functional. No product issue was identified.

Manufacturer narrative:
The medium-large clip applier (mlca) instrument has not been returned for evaluation; therefore, the root cause of the customer reported failure mode cannot be determined. A follow-up MDR will be submitted if the instrument is returned (post engineering evaluation) or if additional information is received. A review of the device logs for the medium-large clip applier (part# 470327-12 / lot/serial# (B)(4) associated with this event has been performed. Per this review of the logs, the medium-large clip applier was last used on 18-oct-2022. No image or procedure video was provided for review. This complaint is being reported based on the following conclusion: per the description of the complaint, the clip applier may have incurred a failure mode that is known to impact clip application effectiveness. Deficiencies in clip application may lead to inadequate hemostasis. While there was no harm or injury to the patient, the reported failure mode could likely cause or contribute to an adverse event if it were to recur.

Event description:
It was reported that during a da vinci-assisted general surgical procedure, the medium-large clip applier could not place the clip. The procedure was completed with no patient injury. Intuitive surgical, inc. (Isi) contacted the site and obtained the following additional information regarding this event: according to the reporter, the green hem-o-lock clip applier was used as well as the green clips of hem-o- lock. The surgeon could not seal the clip and the instrument could not move gently. It was very difficult to move it. The surgeon stated that it was not a problem of the tissue.